Event description:
It was reported that the left ventricular (lv) lead was found to be significantly dislodged via x-ray. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal lead segment was returned to the manufacturer and analyzed and no anomalies were found. The distal conductor had blood/fluid (not obstructed); the outer insulation had cosmetic depression and the lead had apparent explant damage.